Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was performed with no issues noted during the manufacturing process. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) on the home choice (hc) system during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) to check all her bags and tubing for loose connections, holes or tears, and then check her transfer set to make sure it is properly connected. The hp stated everything was ok. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown and manuals were used to finish therapy. The sample was discarded and a companion sample was available and requested with lot number h11f08080. No patient injury or medical intervention was reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was unknown and manuals were used to finish therapy. The sample was discarded and a companion sample was available and requested with lot number h11f08080. No patient injury or medical intervention was reported.